Event description:
A friend or family member of the patient reported they the patient was hospitalized for 4 weeks due to a intestinal blockage that was not allowing him to pass stool. The patient has a feeding tube and is on formula, the patient noted this issue was unrelated to interstim. It was noted the patient's programs have been changed and stimulation has been increased. The caller changed the patient from program 2 to program 4 at 6.7 v. The caller noted the program change has helped, the caller noted this is the driest the patient has been in days. The caller reported the patient has diarrhea that looks like dirty water, leaking (unable to tell if urine or what it is). The caller stated the on set was sudden in nature. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.